Event description:
On (B)(6) 2010, the patient was implanted with three gore excluder aaa endoprostheses. On (B)(6) 2011, the patient was implanted with one gore excluder aaa endoprosthesis aortic extender component. Multiple attempts to obtain further information on this event have been made by gore, however, as of (B)(6) 2011, no further information on this patient has been provided to gore.

Manufacturer narrative:
Method - a review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.